Manufacturer narrative:
Additional information

Event description:
The customer reported that the plunger fingers were not working on the device. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower housing due to affected gripper recall. Replaced rear case, barrel clamp, tube/ sleeve drivearm, carriage block assembly, retainer, wiper seal, right handle & left/ right iui connectors. Performed calibration. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/24/2013 to present date 10/22/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the plunger fingers were not working on the device. It was reported there was no patient involvement.